Event description:
The generator was received by the manufacturer for product analysis. The reported allegation of high impedance was not duplicated in product analysis as various electrical loads were attached to the pulse generator and results of diagnostics demonstrated accurate resistance measurements. An in-line cavity gauge test was performed which verified proper lead cavity dimensions. A test lead from the product analysis bench was able to be fully inserted into the generator connector block. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported by the surgeon that during a generator replacement when the surgeon went to connect the new generator to the existing lead it "didn't feel like it should" and high impedance was detected. The surgeon reportedly repositioned the pin three times and impedance was still high. The surgeon tested the lead impedance with the previous generator and existing leads and impedance was within normal limits. The surgeon made the medical decision to implant a different model 106 generator and impedance was within normal limits. It was reported that a test resistor was not available. Internal data from the generator was reviewed which indicated that a system diagnostic test was only performed once and was not performed again once the high impedance was detected. It is a known feature of the m106 generator that when performing an interrogation the impedance will pull from the last time diagnostics were performed or from the last 24 hour check. Device history records were reviewed and the generator passed all functional specifications and quality tests prior to distribution. The suspect product has not been received by the manufacture for product analysis to date. No further relevant information has been received to date.